Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was unknown at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected power loss or insulin flow blocked alarm noted. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.